Event description:
Customer reported that after power on/boot up workstation intermittently displays an error message stating workstation is fully functional, but x-rays are disabled. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the rtos an gpos computers and the interconnect cable. System operates as intended.